Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in a moderately calcified and severely tortuous right coronary artery (rca) containing a significant lesion bend of >45 and <90 degrees. A 3.00mm x 16mm liberté¿ bare metal stent was selected and advanced to treat the target lesion but was unable to cross. It was noted that the struts of the stent was damaged during procedure and the physician could not push it forward on the delivery system because of it's damage. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte/veriflex stent delivery system (sds) and stent with a shelf box and product pouch. The batch number on the returned device and packaging matched the reported batch number. There was blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The third proximal row of stent struts were flared and bent. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric target lesion was located in a moderately calcified and severely tortuous right coronary artery (rca) containing a significant lesion bend of >45 and <90 degrees. A 3.00mm x 16mm liberté bare metal stent was selected and advanced to treat the target lesion but was unable to cross. It was noted that the struts of the stent was damaged during procedure and the physician could not push it forward on the delivery system because of it's damage. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).